Manufacturer narrative:
Quality control data show quality control recovery issues for several assays including crp2. "Abnormal aspiration" alarms were noted in the alarm trace. The field service engineer cleaned the instrument line and checked the cell rinse levels. Quality controls and repeatability testing were performed with acceptable results. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the crep2 (creatinine plus ver.2) assay on a cobas c 503 analytical unit. The sample (lithium heparin) initially resulted in a crep2 value of 157 umol/l and repeated as 32.8 umol/l on a different line. The edta sample from the same patient was tested on the initial instrument line, resulting in a crep2 value of 32.2 umol/l. No questionable result was reported outside of the laboratory. The crep2 reagent lot was 671718 with an expiration date of 31-jul-2023.

Manufacturer narrative:
The field service engineer cleaned the sample probe. The investigation could not identify a product problem. The issue is consistent with a pre-analytical handling issue.